Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range impedance measurements on the right ventricular (rv) lead. Subsequently, the physician elected to explant and replace the device, which had an estimated two years of battery longevity remaining. It was noted this was done without consultation with a boston scientific representative. Besides this intervention, there were no other adverse patient effects reported.